Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose level was over 600 mg/dl. Customer was in the intensive care unit and the pump was removed. Customer was put on an insulin IV drip. Customer had felt ill and had continuous high blood glucose levels before being admitted to the hospital. Customer stated that his pump broke and his blood glucose level had shot up. Customer stated that the pump broke a week before the incident around (B)(6) 2015. Customer stated that there were also cracks on the pump. Customer cannot read the screen very well. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-46266.